Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri, and 12 charge processes had been documented. An analysis of the memory content showed an inconsistency between the battery voltage and the drawn charge quantity. The ICD was therefore opened, and the components of the electronic module were inspected. The visual inspection of the internal structure showed no irregularities. The battery was discharged. A direct measurement on the module showed an increased power consumption. In addition, a damaged low-voltage capacitor was identified, which caused the increased power consumption and subsequently led to the clinical observation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which was cause by a damaged low-voltage capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment. The exact time and the cause of the damage could not be determined.

Event description:
After an implantation period of approx. 33 months, it was reported that the device shows the eri status. The device was explanted.